Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery in compartment b is not recognized. The customer said he has to push the top of the battery into the unit in order for the mrx to recognize the battery. The customer has tried several batteries with the same results. There was no reported patient involvement.